Manufacturer narrative:
G4: 02nov2020. B4: 11nov2020. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced power supply to resolve the issue. The device successfully pass performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer contacted technical support (ts) stating that unit will not power on. The customer reported there was no patient involvement.